Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 178 and 216 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored near the kitchen in the dining room. The test strip lot manufacturer's expiration date is 10/17/2017 and open vial date at time of call is two weeks ago. Customer stated that she did not eat anything besides her normal diet. The meter memory was reviewed for previous test result history: (B)(6).